Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that during the procedure, the lower endplate fell off of the inserter when the surgeon attempted to re position the implant after partially inserting it. It was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of traceability and devices history records is ongoing. Product was not returned yet, no evaluation could be performed. Additional information was requested. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembled during reposition. As reported, the surgeon was implanting the implant (with distraction) and decided he needed to reposition the implant after it was only implanted 50% of the way. He opened the caspar retractor to the maximum. When the surgeon pulled his hand back to pull the implant out, the lower plate came loose from the peek cartridge. Another implant of the same size was used to continue the surgery. No impact for patient. No delay. Surgical technique was followed. Additional information was requested. Investigation ongoing.